Event description:
On (B)(6) 2011, pt reported the infusion device displayed an e2 (battery depleted) error message without first displaying the a2 (battery low) alert. Pt stated the infusion device displayed the e2 while he was attempting to rewind the piston rod. Pt reported, he did not notice an a2 (battery low) alert recently. Had pt change to a new battery. Assisted pt with completing the change the cartridge and priming processes. Had pt place the infusion device into run mode. Had pt check the alarm history and discovered that an a2 (battery low) alert did not register on the infusion device prior to the e2. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.